Event description:
During a pci treatment procedure, the maverick otw balloon ruptured at eight atms on the first inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. The physician used a 7fr medikit introducer sheath for vascular access, a 7fr mach1 fl3.5sh guide catheter and a .014" whisper ls guide wire to cross the lesion. The maverick otw balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as "good."